Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inflammation of the pocket was observed. The suspected cause of the inflammation was related to a suture sleeve of an implanted lead. The device remained implanted and a portion of tissue was sent for analysis. The patient was stable. Further information was not available.